Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation around 10 atmospheres for about 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.